Event description:
It was reported that the battery gauge was fluctuating, that occlusion alarms occurred, touchscreen is unresponsive, and that resistance was experienced during the fill process. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.